Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: dislodged stent. It was reported that a 2.5 x 15 mm xience v stent was placed in the bifurcation of the lad. An attempt was being made to place an additional xience v stent; however, the stent dislodged into the patients coronary. The dislodged stent was able to be retrieved with a snare device. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the inability to cross a lesion can be affected by patient anatomical morphology, patient disease state, pre-dilation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. The patient anatomy was heavily calcified, which may have contributed to the difficulties. Stent dislodgement can be influenced by improper or inadequate crimping during manufacturing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, interaction of the stent with the lesion, accessory devices, and/or previously implanted stents. A conclusive root cause cannot be determined.